Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide when an alarm cannot be resolved. The disposable cartridge was not available for evaluation. The exact cause of the venous pressure alarm cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.